Event description:
It was reported that a continuous glucose monitor (cgm) error 42 occurred. There was no adverse impact to the customer¿s blood glucose level. Technical support provided guidance for a pump reset, and the caller successfully started their sensor session, resolving the issue.